Manufacturer narrative:
Supplier investigation report received and advised DHR review is done and nothing abnormal is found. Their product keeps sterility, so we can rule out the possibility of uti caused by their product quality. Also, one complication of the botox injection is uti. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919

Event description:
To date no additional patient or event details have been received.

Event description:
Consumer states she "thinks she could have had a reaction to the lubricant on them which caused 5 separate utis since starting use of this product recently. States she has only cathed for the last 2 months 4-5 x a day. Long history of mixed incontinence. Has had mesh placed for stress incontinence and electrical impulses treatment as well. She said she had botox once before but this last time it was too much/ strong and she had to cath starting 2 weeks after botox due to retention. She had the botox on april 10th. She said she is good at cathing herself and she picked the ultra14 from the provided samples from the md office as it was easy to travel with. Even before cathing she has had utis in her life. She said her last one prior to these recent utis was a year ago. Recently she has had them back to back after starting ic. She said shortly after starting to cath with this product she had urethral burning & frequency, so much so she couldn't sleep. She was diagnosed with 5 confirmed utis she needed antibiotics for since starting to cath 2 months ago. She said her symptoms do resolve after treatment but the time her symptoms return keep getting shorter and shorter and it takes more days for the antibiotics to help relieve her symptoms so that is why she thinks possibly this all could be due to a reaction to the lubricant in the ultra. Her first uti - april 28th ua +for leukocytes and culture grew 100k klebsiella pneumoniae & 100k e. Coli. She cannot find records for the another 2 utis but said there were positive. She has record on june 1st she went to (B)(6) care and ua + for nitrates, leukocyte esterase and culture grew out e. Coli and prescribed keflex. June 10th she went to ER as she also had some chills with her usual burning/ frequency and ua showed + leukocyte esterase, wbcs 51-100 clumps, and that grew out >100k klebsiella pneumoniae. She said in total she was prescribed kelfex 3 x for her above treatments and another antibiotic that started with an "m" she thinks 2 x. She is actually taking a keflex course now, 500mg 4 x a day for 1 week and her urethral burning is better today. She could not tell me a time frame of how long in between each uti her symptoms returned - only the most recent one june 10th started just 2 or 3 days after completed her prior abx treatment. She never had to do a urine culture after treatments. She said mainly her urethral burning with use of this catheter is when she has an infection and when she takes antibiotics prescribed it feels temporarily better but then her symptoms return so often these past 2 months. She said she is not sure if it is the lube, it was just a thought as she has very sensitive skin in general." She also just stopped using the bzk wipe as well as she thought that may be to blame. She is diligent on her hygiene when cathing as we walked through her process. She was just placed on d. Mannose this week as well. Her md wants her to start taking a lot dose prophylactic antibiotic (name cno) after her course of keflex. Consumer was advised not to use the ultra lube if she felt she was having a reaction to it. This emdr covers the unknown lot numbers associated with the utis.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.